Event description:
The report received from (B)(4) study indicated that the patient was enrolled in the study and had a precise 8 x 30 stent implanted in the left internal carotid artery (lica) during the study index procedure. An angioguard 6 mm embolic protection device was used for the procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The patient was discharged the day after the procedure. Five days after the index procedure, the patient was reported to have experienced an ischemic stroke characterized by left hemiparesis. The onset was gradual and the patient's recovery was partial with minor residuals. The event was reported to be unrelated to the study device/procedure, or anticoagulation. The patient was asymptomatic. The target lesion was the proximal lica. The lesion was reported to be: an 85% stenosis, 10 mm length, 8.0 mm vessel diameter, and moderately calcified. A 6 mm angioguard embolic protection device was used for the procedure. The residual stenosis was 10%. The angioguard device was removed and no debris was noted.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/14/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because other message was not resolved with troubleshooting.